Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v009544, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was originally placed on the patient¿s back above their buttocks. The ins site became highly irritated so they had to move the device to the patient¿s right side.